Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported changing pump supplies every 3-4 days and reusing insulin from old cartridges. Customer was instructed not to resumé insulin and change pump supplies every 2-3 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 171 mg/dl at time of event.